Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. UDI not available. First/given name: unknown / not provided. PMA/510(k) number k013227.

Event description:
It was reported that the implant failed due to fracture and infection. The doctor confirms that the procedure was not completed with another implant on the same day and that the patient did not suffer any negative impact on his health.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b7: other relevant history, tooth location has been corrected.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One (1) impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth 46 (fdi) and was used for approximately 8 years, and 1 month. The customer did not provide any pictures or x-rays. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number was performed for similar events using keywords fracture implant, infection and no other similar complaint was identified. Februeary post market trending was reviewed and there were no actionable events or corrective actions for the reported events (fracture implant, infection) or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction has occurred with fracture identified for returned implant. However, infection events are non-verifiable with the information available.